Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 337 mg/dl at the time of incident and current blood glucose was 335 mg/dl. Emergency room with my blood glucose value over 600 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. The auto mode on the insulin pump was active and was not automatically adjusting insulin delivery during the event. Customer will not be returned device for analysis.